Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type:programmer, patient. Product ID:3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4)

Event description:
The patient reported he thought the battery was depleting. When he turned up stimulation it wasn't feeling as strong as it used to and they were experiencing intermittent stimulation. He had to turn it up higher to feel stimulation which started in (B)(6) 2015. The patient programmer (pp) was used which showed that stimulation was on. The patient wanted to have the implant checked. The patient was meeting with their healthcare provider (hcp) on (B)(4). Relevant medical history includes chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.